Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 5 false positive results while using the henry schein hcg dipstick urine tests on 5 different patients. The customer indicated 2 males were tested using the device. Although it was not confirmed why the 2 males were tested, it was likely as a quality control check as the customer also reported 3 false positive results on females. Each individual provided a fresh urine sample and no issues were noted regarding collection or sample appearance. A dipstick was submerged in the corresponding urine sample for 5 seconds and the results were read at 3 minutes. The customer reported observing faint false positive hcg results. No adverse events were reported. No further information provided. See MDR 2027969-2025-00025, 2027969-2025-00026, 2027969-2025-00027, 2027969-2025-00029 for patient's 1-3, 5 respectively.

Event description:
The customer reported receiving a total of 5 false positive results while using the henry schein hcg dipstick urine tests on 5 different patients. The customer indicated 2 males were tested using the device. Although it was not confirmed why the 2 males were tested, it was likely as a quality control check as the customer also reported 3 false positive results on females. Each individual provided a fresh urine sample and no issues were noted regarding collection or sample appearance. A dipstick was submerged in the corresponding urine sample for 5 seconds and the results were read at 3 minutes. The customer reported observing faint false positive hcg results. No adverse events were reported. No further information provided. See MDR 2027969-2025-00025, 2027969-2025-00026, 2027969-2025-00027, 2027969-2025-00029 for patient's 1-3, 5 respectively.

Manufacturer narrative:
Preliminary investigation findings: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.